Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a reload accessory or the sureform 60 stapler instrument (lot number: l82230928-0404) with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, after unclamping the sureform 60 stapler instrument, tissue became lodged within the white sureform 60 reload. When the surgeon attempted to release the tissue, the tissue tore, resulting with an incomplete staple line. To resolve the issue, a second sureform 60 stapler instrument was obtained. The second sureform 60 stapler instrument, with another white sureform 60 reload installed, was fired and appeared to deploy the staples correctly. However, after unclamping, there was a gap with an open tear in the tissue between the staple rows. When the sureform 60 stapler instrument was reinstalled onto the universal surgical manipulator 1 (usm1), the system failed to recognize the instrument. A third sureform 60 stapler instrument was obtained to attempt to excise the damaged tissue once more. The third sureform 60 stapler instrument installed on usm1 partially fired a white sureform 60 reload. The stapler firing stopped approximately halfway through the tissue with an error message indicating "tissue too thick to continue." The surgeon then switched to a blue sureform 60 reload, and the firing was successfully completed. After removing the damaged tissue, the surgeon reapproximated the tissue and over-sewed the staple lines with sutures. Additionally, a third-party hemostatic agent was applied preventatively to the entire over-sewn staple lines. This process delayed the procedure by over 30 minutes. The procedure was completed, and the patient did not experience any post-operative complications. The surgeon indicated that they have been experiencing problems with usm1 and the sureform 60 stapler instrument over the past six months; the exact dates could not be recalled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the white sureform 60 reloads or sureform 60 stapler instrument (part#: 480460-09; lot#: l82230928-0404) to perform fa. Isi received the sureform 60 stapler instrument (part#: 480460-09; lot#: k10230928-0281) to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have misaligned roll gear causing it to collide with another gear. This caused the gears to grind together when rotating the main tube. As a result, the instrument failed to engage. There was damage found on the teeth. A stapler log review shows sureform 60 stapler instrument (lot#: l82230928-0404) was used first. This stapler instrument was installed on the system 3 times and fired 3 reloads (1 blue, followed by 2 white). On each install, all clamps were successful, and the firings were completed with no pauses, 1 pause, and 1 pause for compression, respectively. The instrument was then removed and not used in the procedure again. The logs show sureform 60 stapler instrument, (lot#: k10230928-0281), was installed on the system 9 times and fired 1 white reload. On install 1, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 2-9, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each instance. The instrument was then removed and not used in the procedure again. The logs show sureform 60 stapler instrument, (lot#: k10230928-0310), was installed on the system 6 times and fired 5 reloads (1 white, 1 blue, 3 white, in that order). On install 1, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 57% completion. On installs 2 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first two clamps were successful, and the firing was completed with 1 pause for compression. There was no clamping or firing attempted on install 6, however a blue reload was installed. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. A review of images provided by the customer revealed the following: in the first image, it was confirmed that there was a presence of excess tissue at the connection point between the staple lines. In the second image, it was confirmed that there was a rip in the staple line, on the left side.